Manufacturer narrative:
Primary unique device identification (UDI) number cannot be provided as a product identifier could not be obtained.

Event description:
Voluntary medwatch received states the patient's right ventricular lead was part of a system revision due to infection. The rv lead remains in service. There was no additional adverse patient effects reported.